Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room, dislodgement was observed via x-ray. The lead was explanted and replaced. There were no adverse consequences to the patient.